Event description:
It was reported that there was particulate matter inside the balloon of the half day infusor. The particulate matter was identified during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured november 18, 2014 to november 20, 2014. The device was received for evaluation. A visual inspection was performed and revealed white particulate matter approximately 4.00 square mm in size, floating in the fluid inside of the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be polyisoprene material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.